Manufacturer narrative:
D10 concomitant product: fgs-0636, fgs-0636 cf delivery dev caps bravo x1 (lot#63890f); fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#63890f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found in the patient¿s mouth which was safely removed. A second capsule was used but still failed to attached. The capsule hanging loosely from catheter when withdrawn from patient and the capsule fell off after removal. The third capsule failed to attached, the physician broke the catheter as instructed, and capsule attached. Placement was verified endoscopically. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule.